Event description:
It was reported that the prompt to set the patient connector down was not appearing during the session. The mobile programmer application was displaying electrograms (egm), but the prompt to set the connector down did not appear. It was advised that these instructions originate from the remote monitoring mobile application rather than the mobile programmer application. Troubleshooting steps were taken to include exiting the mobile programmer application, opening the remote monitoring mobile application; however, there was initial difficulty in pairing the patient connector. Additional troubleshooting steps were taken to include removing the patient connector from the bluetooth settings and pairing it again, and force closing the application; however, the patient connector still would not pair, though it was reportedly charged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.